Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the footswitch not responding can be attributed to not having a proper pairing to the console. Furthermore, the root cause of the secondary screen turning blue can be attributed to premature deficiency of the swivel lcd screen as the position sensor was found to be defective. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device frequently faltered during an unspecified procedure. The device did not always respond to requests. There was no effect on the patient due to the event. An olympus technician evaluated the device onsite and found the batteries in the device were new. The suspect device was sent to olympus for evaluation. Inspection and testing found a device pairing problem. This report is being submitted for the malfunction found during evaluation (wireless pairing problem).

Manufacturer narrative:
The suspect device was sent to olympus for evaluation. Inspection and testing found a device pairing problem because the device was not properly configured to the system. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.